Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 09:11:09 on (B)(6) 2024. At 05:07:01 on (B)(6) 2024, an arrhythmia was detected. ECG shows idioventricular rhythm @ 30 bpm with motion artifact degrading to asystole with intermittent cardiac activity. At 05:07:40, the patient received the inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole with CPR/motion artifact and intermittent cardiac activity. Post shock rhythm was idioventricular rhythm @ 70 bpm with CPR/motion artifact. The electrode belt was disconnected at 05:09:54 on (B)(6) 2024.